Manufacturer narrative:
Additional information received indicated that the reason for replacement was moderate paravalvular leak (pvl) due to sub-optimal suture placement. No further adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product specimen has not been returned for device evaluation. Conclusion: multiple attempts to request product return and gather additional information have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that on the day of implant of this 27mm bioprosthetic valve, the physician noted that the device was leaking after implant. The physician explanted the device and replaced it with a 29mm bioprosthetic valve. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.